Event description:
During a pta to the posterior tibial artery, the balloon ruptured at 6atm after the third inflation. The target vessel was heavily calcified and tortuous, and was 80% stenosed. The product appeared perfect during pre-use inspection, and no anomalies were noted during prep. There was no adverse consequence to the patient. As per the affiliate, no additional information available. The product is not available for evaluation and testing.